Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg had stopped working. It was noted that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.